Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. A revision procedure was performed the same day, on (B)(6) 2015, due to dislocation caused by an incorrect sized femoral stem and malpositioning of the acetabular cup. During the revision, the femoral stem and acetabular cup were removed and replaced.